Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received form the patient stating that they were at the healthcare provider¿s office and were requesting a manufacturer¿s representative to help clear the por warning message. A local representative was paged. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that her urinary issues were getting worse. She was trying to increase stim on the day of this call and got a warning power on reset (por) message on the patient programmer (pp). There were no further complications that have been reported as a result of this event.